Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for analysis. Kinks were observed in the sheath assembly from femoral marker to the distal end. It was observed that a part of the femoral marker has flake off. During image characterization testing, no image appeared in the lab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a pzt crack.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that an image issue occured. The 90% stenosed target lesion was located in the moderately tortous and moderately calcified coronary artery. An opitocross imaging catheter was used to view the target lesion. During the intravenous ultrasound the image suddenly stopped. The procedure was completed with a same device. No patient complications were reported however, returned device analysis revealed the femoral marker was flaking off.